Manufacturer narrative:
The device was returned intact and functional with light yellowing and some bubbles observed in the gel; the device weighed 3.1g over specification.

Event description:
Left-side capsular contracture baker grade 2; malposition.